Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). Upon explant, balloon was found to be partially empty. The cause of the fluid loss was not identified. A surgical procedure was performed during which the existing aus was removed and replaced. There were no patient complications reported.